Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the customer in resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, which the customer acknowledged and understood.